Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2024. The landing zone was measured under the following views: 18mm at 0 degrees, 18mm at 45 degrees, 25mm at 90 degrees, and 25mm at 135 degrees. Sizing of the device was determined with transesophageal echocardiography (tee) and angiography. Close criteria were met. The shape of the occluder at the time of implant was a compressed sandwich. No leak was detected around the lobe of the device during the procedure. Approximately six months post-procedure a follow-up transthoracic echocardiogram (tte) was performed. Upon reviewing imaging a peri-device leak was confirmed. The decision was made to review tte in five weeks and continue anticoagulation. The patient status was stable.

Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the shape of the occluder at the time of implant was a compressed sandwich which may have contributed to the reported event, however could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2024. The landing zone was measured under the following views: 18mm at 0 degrees, 18mm at 45 degrees, 25mm at 90 degrees, and 25mm at 135 degrees. Sizing of the device was determined with transesophageal echocardiography (tee) and angiography. Close criteria were met. The shape of the occluder at the time of implant was a compressed sandwich. No leak was detected around the lobe of the device during the procedure. Approximately six months post-procedure a follow-up transthoracic echocardiogram (tte) was performed. Upon reviewing imaging a peri-device leak was confirmed. The decision was made to review tte in five weeks and continue anticoagulation. The patient status was stable.